Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer's blood glucose (bg) level was reportedly in the 100 mg/dl range at the highest. Tandem technical support followed up with the customer regarding the issue. At time of follow up, the customer indicated that the pump battery was charged completely and was depleting within normal parameters.